Event description:
Information received from (B)(6). Confirmed revision of pinnacle/corail implants. Patient suffered with grinding and instability. Blood tests for metal ions confirmed. Operative notes reveal mild metallosis.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. It should be noted, disabilities of other joints is a known warning/precaution per the 0611-42-050 pinnacle acetabular cup system surgical technique. The cause of grinding cannot be determined through the x-ray review. No obvious product problems evident. Cup positioning was measured at 55 degrees. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.